Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. No additional complaint has been received previously for this lot number. On the case images slight irregularities could be identified in the upper third of the 6x170mm stent. No stent fractures have been identified. Angiograms are showing that the impairment of the vessel starts proximal to the placement site of the two stents. A stent related cause for the vascular impairment could not be confirmed. Potential factors that could have led or contributed to the event reported have been evaluated. The reported claudication and the abnormal blood flow may occur as a result of various factors. E.g. A restenosis may be caused by minor vessel injury during balloon dilation or stent release or cell growth after stent placement. Furthermore, the patient condition and the anatomy of the vessel may contribute to an in-stent restenosis. Based on the information provided and the evaluation of the images a definite root cause could not be identified. The IFU states: 'initiate stent deployment by rotating the thumbwheel in the direction of the arrows, while holding the handle in a fixed position... Continue turning the thumbwheel until the distal end of the stent obtains a minimum of 1 cm of wall apposition... With distal end of the stent apposing the vessel wall, deployment continues with the following method...fast track deployment lever', the thumbwheel is designed to initially deploy the stent distal end a minimum of 1 cm. Final stent deployment is achieved by using the deployment lever.'

Event description:
It was reported that a patient presented with claudication and an abnormal ankle brachial index approximately 10 months after implant of two vascular stents in the left sfa. A fracture of one of the previously placed stents at the level of the distal left superficial femoral artery was noted.